Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. A mitraclip xtw clip delivery system (cds) was inserted. However, while inserting the cds into the sgc, resistance was encountered, and while extracting the clip from the steerable guide catheter (sgc) to achieve a straddle position, the shaft started to come out laterally, in a non-coaxial manner relative to the sgc. Therefore, a decision was made to retract the cds back into the sgc. However, while retracting the cds into the sgc, the clip arms became partially caught on the soft tip of the sgc. The cds was able to be released from the sgc, and able to be successfully retracted into the sgc. Subsequently, the cds was removed from the patient. Once removed, the clip was inspected, and it was observed that the lock line and gripper lines were detached. It was noted that the gripper line likely detached during removal. A new clip was then prepared, inserted, and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.